Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval.

Event description:
Received user facility medwatch (B)(4) reporting that the skin staples did not crimp causing the incision to open and the staples to fall out. No adverse consequences to the pt reported. Device reported as unavailable for return.